Manufacturer narrative:
H11: corrected data: corrected section b5. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through investigation, it was learned that a 27mm 6900ptfx mitral valve was explanted after an implant duration of 9 years, 9 months due to endocarditis with sclerosis, immobility of leaflets, and mild stenosis. The explanted valve was replaced with a 29mm 6900ptfx valve. Per medical records, the patient was medically treated for endocarditis 2 years earlier. She now presents with endocarditis of the native aortic valve and underwent avr with 23mm magna ease with aortic root enlargement/lvot resection, and redo mvr. Intraoperatively there was severe ai from destruction of av which appeared to be endocarditis. The previous prosthetic tv leaflets were freely moving, and no intervention was performed. The mitral valve was exposed, and the valve was obviously involved with immobility of 2 of the leaflets. The valve was excised, annulus debrided of excess material. A 29mm 6900ptfx was then implanted in replacement. The valve easily seated and was secured without difficulty. The patient tolerated the procedure well and was transferred to the ICU in stable condition and discharged on pod #11.

Event description:
Through investigation, it was learned that a 27mm 6900ptfx mitral valve was explanted after an implant duration of 9 years, 9 months due to restricted leaflet motion and mild stenosis. The explanted valve was replaced with a 29mm 6900ptfx valve. Per medical records, the mitral valve had obvious immobile of two leaflets. The valve was excised and annulus was debrided. The annulus was sized to a 29mm valve. A 29mm 6900ptfx was implanted in replacement. The valve easily seated and was secured without difficulty. An aortic valve replacement was performed concomitantly. The patient was able to weaned from bypass. The patient tolerated the procedure well and was transferred to the ICU in stable and satisfactory condition. Per pathology report, the bioprosthetic mitral valve leaflets had no definitive calcifications or vegetations.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through investigation, it was learned that a 27mm 6900ptfx mitral valve was explanted after an implant duration of 9 years, 9 months due to unknown reason. The explanted valve was replaced with a 29mm 6900ptfx valve. No other details were provided.